Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After a 6f non-boston scientific (bsc) guide was placed, a non-bsc micro catheter was crossed in the chronic totally occluded lesion together with various guidewires. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured. The device was removed, and another of the same device was used to complete the procedure. There were no patient complications reported, and the patient was good after the procedure.